Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "two screws were out of position, and as there was no fixation in the proximal region, the bone shortened, causing the nail to protrude. The revision surgery will be performed."